Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on a review of the limited sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was advised to perform a sensor re-link to allow the system to re-initialize and converge faster. However, further follow up with the user was not possible as the user remained unresponsive to multiple communication attempts and troubleshooting guidance could not be communicated. As per the data management system (dms) review, the system remained in active use with up-to-date information.